Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter within 10 minutes. Results of 275 mg/dl, 111 mg/dl and 178 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. According to the memory log of the returned meter, the values of 275 mg/dl, 111 mg/dl and 178 mg/dl which the customer stated, he had received was found in 2008.